Event description:
It was reported that, upon review of the transmission reports, the patient¿s right ventricular (rv) lead exhibited episodes of noise. The patient later presented to the clinic, where the rv lead was explanted and replaced. The patient was in stable condition.